Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with minor scratches on lcd display window. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump fell on the floor and it was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.